Manufacturer narrative:
(B)(4).

Event description:
The pt failed to respond to baclofen; and a less than expected reduction in spasticity in response to an intrathecal baclofen bolus was reported. Cerebrospinal fluid could not be aspirated from the pump's side port. A dose reduction was noted. The pt's outcome was not reported. Baclofen 2000 mcg/ml was delivered at 372.9mcg daily. Add'l info will be provided in another follow up report, as it becomes available.